Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: is the video available for review? During the re-op, please clip describe the shape of the clip that was "partially closed"? (See attached pictures). Please verify the lot #, as the one provided does not correlate to this product? Was there any issue with clip formation in the procedure? Was a cholangiogram preformed? On what anatomical structure was the device used? On what structure did they find the unformed clip? What is the current patient status? How was the patient treated for the re-op?

Event description:
It was reported that after a cholecystectomy procedure, a patient underwent cholecystectomy and er320 is used. After five days, the patient had abdominal pain and had to be re-operated, and found that the staples were partially closed. Unknown how case was completed.